Event description:
It was reported that when using the bd pyxis¿ es server, the electronic privacy information center (epic) had a scheduled downtime and health sight viewer was showing error indicating delays in patient and order. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the electronic privacy information center (epic) had a scheduled downtime and health sight viewer was showing error indicating delays in patient and order. A technical support specialist (tss) dialed into server and executed the downtime query on structured query language (sql), confirming results were current with no delays. Verified that the carefusion coordination engine (cce) time was synchronized with the server time and confirmed the disconnected flag was set to 0, restarted the database synchronization service 1.0, external messaging, maintenance, network services, and the external inbound processor service. Re-ran the downtime query and confirmed messages were still current with no delay. Logged into health sight viewer (hsv) and observed an error indicating pharmacy and order delays for electronic privacy information center (epic) active directory (adt) showing the interface had been down for approximately 3 hours and 14 minutes, restarted the relevant services again, but the issue persisted and health sight viewer (hsv) continued to display the electronic privacy information center (epic) downtime message. Contacted the customer and advised them to check with their epic team, as health sight viewer (hsv) indicated the electronic privacy information center (epic) interface issue was on their side; customer informed that no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.